Manufacturer narrative:
Summary of event: as reported, the guidewire included in a micropuncture transitionless access set came out of the package broken. The wire was "limp", and the user could not apply tension to the guidewire. There have been no adverse effects to the patient reported. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. There have been no other reported complaints for this lot number. One relevant non-conformance was noted on a subassembly lot; however, all affected product was scrapped and there are 100% inspections in place to capture this failure mode prior to distribution. The product IFU states ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that shipping/handling likely contributed to this event, as there are 100% inspections in place to identify this failure mode prior to distribution. It is possible that the device solder became caught on the wire guide holder during removal from the package, resulting in coil elongation, but that could not be confirmed. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
It is unknown if the device will be returned. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the guidewire included in a micropuncture transitionless access set came out of the package broken. The wire was "limp", and the user could not apply tension to the guidewire. There have been no adverse effects to the patient reported. Additional information has been requested.